Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report. Same pt event as MDR 9610622-2010-00550.

Event description:
It was reported, the flexible reamers bent while reaming. It is believed that this was during the same case. Were used with a ball tip guidewire.